Event description:
On (B)(6) 2012, the patient claimed that the animas insulin pump should have alerted her to the occlusions when there were 3 bent cannula incidents. Reportedly, all the events occurred within the past 2 months. The patient changed the cartridge and infusion every 3 days. She claimed, she was not aware of the bent cannula until she became sick with high blood glucose of 300s and 400s mg/dl with symptoms of nauseous, tired, thirsty, and vomiting. The issue was not resolved with troubleshooting. The pump is being returned to animas for investigation. Animas does not manufacture the infusion set which was associated with the bent cannula but will forward the complaint to the relevant manufacturer. This complaint is being reported because, the patient claimed she had symptoms and blood glucose that can be suggestive of acute complications of diabetes while on pump insulin therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The black box showed occlusions occurred on (B)(6) 2012. A force sensor calibration test was performed and the pump was found to be detecting force appropriately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications, no occlusions occurred during testing. An occlusion was induced and the pump alarmed appropriately. No delivery related defects were found during testing.